Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter separated from hub. The following information was provided by the initial reporter: rcc received a complaint via email. Ultrasound-guided peripheral IV catheter placed by nursing. Hours later, the patient called the nurse to the bedside reporting the IV was leaking. The rn found the IV catheter hub was separated from the IV catheter. The catheter portion of the IV was retained in the patient¿s arm and required surgical removal. IV remains intact during insertion and while in use.